Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d, implanted (B)(6) 2023.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead that resulted in inappropriate atrial pacing. It was noted that there was ventricular tachycardia (vt) events that were detected as supra ventricular tachycardia (svt) events and the patient received inappropriate anti-tachycardia pacing due to the undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that the right atrial (ra) lead appears to continue exhibiting undersensing noted on current "electrograms" (egm), resulting in possible prevention of cardiac resynchronization therapy (crt) pacing. It was noted that there appear to be far field r-wave (ffrw) oversensing deflections on the atrial electrograms (egm). The lead remains in use.